Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the endoscope reprocessor has broken connector possibly from the high pressure coming from the channel. Troubleshooting efforts were made and instructed field service engineer (fse) to visit the site and check the pressure on the unit not to be over 690. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor has broken connector possibly from the high pressure coming from the channel. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d2a (common device name) from endoscope reprocessor to endoscope reprocessor accessories, correction to d4 (model) from oer-elite to maj-2110, d4 (UDI) from (B)(6), d11 (concomitant device) from maj-2110 to oer-elite (endoscope reprocessor). Based on the results of the investigation, it was presumed that since the connecting tube was broken, external stress was applied to lock lever of connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress above, the user may have applied force toward incorrect direction. Since fluid pressure of the reprocessor was higher than normal, we presumed that load applied to the connecting tube was high, which caused connecting tube to be broken. The event can be detected by following the instructions for use (IFU): 9 preparation and inspection: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.